Manufacturer narrative:
This report is being submitted as follow up no. 2 to update device evaluated by MFR, and to provide the completed investigation results. One 8fr angio-seal evolution device was received for product evaluation. No accessory components were returned with the device. Visual inspection revealed that at the distal tip of the carrier tube, the anchor was present. The bypass tube was not returned with the carrier tube assembly. The deployment sleeve was in the forward lock position. The button was soft. There was a kink present within the carrier tube assembly. No other anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the off-axis forces caused the kink within the carrier tube assembly. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in the actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal evolution device was found to have kinking on the proximal part of carrier tube body, after advancing it into the sheath. The user continued the case with a new angio-seal device due to concern of the patient's safety, with a satisfactory result. The patient was reported to be in stable condition. There was no blood loss. Additional information was received on january 11, 2019. Thee user found the kinking before inserting into the patient. The sheath size used was a 7fr.